Event description:
An endurant abdominal stent graft system was implanted in a pt for the endovascular treatment of an abdominal aortic aneurysm. Aneurysm morphology was not reported. The aorta was straightforward, except for a shelf of calcium in the aortic neck. Iliac vessel morphology was not reported. It was reported that an endurant bifurcated stent graft was deployed without issues. However, upon removing the delivery system after following the proper torquing of the device, the taper tip became caught on a suprarenal stent. As a result, there was some transient entanglement of the suprarenal stents. A reliant balloon was used to untangle the stents and free the tip successfully. No clinical sequelae were reported, and the pt is fine.

Manufacturer narrative:
(B)(4). Eval, results/conclusion: (shelf of calcium in the aortic neck).